Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. During prime, the leak was observed from the tubing just above one of the needleless access points. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye which revealed a leak between the tubing and the first y-site clearlink and there was a twist in the upstream part. Due to the nature of the sample, no further testing could be performed. The reported condition was verified. The cause of the condition was due to an improper automatic assembly performed by the top segment machine which caused a misalignment between the components, leading the machine to make a greater effort that could produce the twist or additional friction in the insertion of the tubing into the drip chamber during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.